Event description:
Per the clinic, the patient experienced an mrsa infection at implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) and IV antibiotics for a duration of 6 weeks.